Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. The instructions for use (IFU) for the gore excluder aaa endoprostheses states: the gore excluder aaa endoprostheses is intended to exclude the aneurysm from the blood circulation in pts who have appropriate anatomy as described below: proximal aortic neck angulation not to exceed 60 degrees. Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel and surgical conversion.

Event description:
On (B)(6) 2013, the pt underwent reintervention for a reported collapse of the proximal end of the trunk ipsilateral leg component; and occlusion of the left limb of the contralateral leg component. The pt was converted to open surgery. The devices were explanted and discarded at the site. An aorto bi-fem bypass was performed. The pt tolerated the procedure.